Event description:
It was reported that pump displayed altitude alarm 21 while insulin delivery was suspended, and customer could not resume insulin or load new cartridge despite being within validated operating altitude range and with no obstruction of speaker holes. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to gently clean pump speaker holes, remove and reconnect current cartridge, wait up to 5 minutes to resume insulin, and then wait 2 hours to allow any additional moisture to evaporate, with technical support planning follow-up to continue troubleshooting.